Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has been feeling faint and had fallen over lately. A review of the data showed noise which had been oversensed resulting in inappropriate tachycardia therapy and pacing inhibition. An x-ray was performed to confirm if the lead terminal pin was fully inserted into the device header; however, the x-ray was inconclusive. A revision procedure was performed at which time the patient had a seizure due to low blood sugar. The patient was given medications and stabilized; however, the physician postponed the procedure. The following day, the procedure was performed and it was confirmed that the right ventricular (rv) setscrews were loose. The lead was re-inserted and secured in the device header. No noise or oversensing was noted and normal impedance measurements were observed following the procedure. No other adverse patient effects were reported.